Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 28, 2024.

Manufacturer narrative:
This report is submitted on march 25, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.